Event description:
A cartridge alarm 30 was reported during the load process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer assistance was provided in loading a new cartridge using the proper technique, and the customer successfully resumed insulin therapy, resolving the issue.